Event description:
It was reported the charger and programmer can no longer communicate with the ipg. It was also reported the pt has not maintained the ipg as recommended. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.